Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, unrelated to the reported complaint, noted cracks on the front and bottom enclosures. The probable root cause for the observed damages was likely attributed to user mishandling, such as a drop. The enclosures were replaced to address the observed physical damages. In addition, unrelated to the reported complaint, observed one of the patient head restraint loop wire has broken off. Damaged head restraints do not render the autopulse platform non-functional. The probable root cause of the broken loop wire was due to mishandling, the user could have been lifting the platform by holding the head restraints and/or normal wear and tear. The autopulse platform was manufactured in december 2011 and is over 10 years old, past the expected serviceable life of 5 years. The top cover was replaced to address this issue. The archive data review indicated several ua45 error messages around the reported event date; thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus, confirming the customer's reported complaint. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. Customer was unable to clear the ua45 error message. No patient involvement.